Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. The customer is not using the tandem mobi pump due to persistent alarms and is currently using multiple daily injections (mdi) for insulin therapy. Tandem technical support confirmed the cartridge alarm and decided to replace the pump. Instructions were provided to put the pump into storage mode and return it to tandem, and a replacement pump was sent to the customer.